Event description:
Arrow epidural catheter was inserted during labor. Several attemps by anesthesiologist to remove. Tip of catheter remained inside pt when catheter broke on removal by anesthesiologist. Tip left in place and pt currently not having symptoms.